Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported via a regulatory agency "got silicone implants a few years ago under the muscle. A year after implant I would have daily chest pains that were sharp. Then a year after that I started getting red spots all over my skin. I saw four different doctors and specialists and had blood work done numerous times just told everything is normal. I quite literally was completely inflamed all over my body. The dermatologist said that I was suffering from chronic inflammation. Yet no treatment was given any kind of relief. This year I went though with a breast explant and within hours after removal my skin got color back into it, oils back into my dry scaly skin and my lymph nodes were back down to normal size. I'm almost two months post op and my skin spots that I've been dealing with for two years is finally clearing up. The capsule around my implant had calcification o the bottom sides of both. The type of implants I had were allergan natrelle." This record is for the left side. The device has been explanted.